Event description:
The sales representative has reported the following:" revision surgery for an abg ii cup. The ceramic liner broke. The insert was delaminated all around but did not explode. Revision because there were creaking inside the patient."

Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding a fractured liner involving a ceramic liner was reported. The event was confirmed. A device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. A complaint history review indicated there have been no other events for the reported lot. The mar report concluded: "nothing could be learned about the fracture of the ceramic insert because neither the primary fracture surface nor the fracture origin could be determined due to post fracture damage. Evidence of distal rim loading on the ceramic insert and acetabular cup were observed. Rim loading can cause failure of the ceramic insert. No material or manufacturing defects were observed on the evaluated device features" the exact cause of the event could not be determined because insufficient information was provided.

Event description:
The sales representative has reported the following:" revision surgery for an abg ii cup. The ceramic liner broke. The insert was delaminated all around but did not explode. Revision because there were creaking inside the patient."